Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with approximately 200 ml of solution in its bladder. Visual inspection found no evidence of backflow from the fillport when the fillport cap was removed. A functional leak test was then performed in which the bladder was refilled with colored water. Again, no evidence of leakage was identified during or after refilling. The reported problem could not be confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 11j050 was manufactured september 20, 2011 - september 21, 2011. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that backflow, or leakage, occurred from the fillport of a large volume infusor. This occurred during filling with an unknown solution and before patient connection. There was no patient involvement. No additional information is available.